Event description:
It was reported that multiple temperature alarms occurred while the battery was charging. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy. Blood glucose was not impacted.

Manufacturer narrative:
Device not returned.